Event description:
It was reported that during a da vinci surgical procedure, it was noted that the pk dissecting forceps instrument would not close. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. One grip is bent, causing side to side misalignment of grips creating the improper of closing the grip together. There was a .082 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the distal pulleys had scratch marks and abrasions. There were scratches on the surface of the distal pulley. Failure analysis investigation also found the instruments main tube had scratches and abrasions. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube and pulley, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.